Manufacturer narrative:
H3. Product analysis: visual examination of the mas bone screw confirmed bone screw complete fracture at approximately 4 threads from the base of the bone screw head. Optical examination did not identify material defect near the area of fracture origin, which could contribute to crack propagation. Microscopic examination of the fracture surface identified gently curving convex striations through the cross-sectional area of the implant, which is indicative of cyclic fatigue until subsequent mechanical failure of the implant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Radiographic image review: 1. Ap view l4-5 tlif x-ray 2. Lateral view l4-5 tlif a small interbody graft is present. Image quality is poor, but a fractured screw at l5 may be present. 3. Intra-op ap view shows crushed at l3-4 and retained screw shows in the l5 body. 4. Lateral view of image 3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding screws used in open tlif cortical trajectory for stenotic adjacent disease. Levels implanted: l4-l5 it was reported that the screws were realised to be broken before the revision surgery. Broken threads at l5 still in patient. Original surgery was a l4-l5 tlif. The patient had developed stenotic adjacent level disease and a l3-l4 tlif was performed. Existing construct at l4-l5 was removed and instrumented l3-l4 with new solera 5.5/6.0 system and left the broken threads at l5. The pre-op plan was to perform l3-l4 tlif with removal of old hardware at l4-l5, performed tlif at l4-l5 as planned no complications post op or during use. No patient symptoms were reported. No additional surgery was performed. Revision surgery was performed for the stenotic adjacent disease and not because of the broken screws. Medical history: prior lamenectomies no further complications were reported/anticipated.